Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) may have inaccurately identified an arrhythmia. The episode in question was determined to be an supra ventricular tachycardia (svt) which resulted in the patient receiving an inappropriate therapy. No programming changes have been completed at this time and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.